Event description:
It was reported that the customer had a lot of no delivery alarms on the insulin pump. Customer stated that she had the issue before and she recently changed her infusion set. Customer's blood glucose level was 351 mg/dl. Customer took an injection. Customer performed a 5.0u fixed prime. Customer stated that the insulin did exit. Customer was able to remove the set at this to examine the cannula. Customer stated that the cannula was bent. The site location was the customer's stomach. The set was inserted through a serter device. Customer may have scarred/hardened tissue or stretch marks in the insertion area. Customer was advised that the alarm may have been due to the bent cannula. Customer stated that she did troubleshooting on her own and rewound. Customer drew insulin out of the reservoir earlier to give herself a shot. This was not recommended. Customer declined to troubleshoot for high blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).